Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
H10: investigation summary. Correction (g1) - contact office address: dr. (B)(6). No sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Lot 0l01985 was manufactured on 11/14/2020 in the convex 2 pc (wct) manufacturing line, with a total of (B)(4) market units. On 01/dec/2021, compliance engineer ID (B)(4) performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material 1156502, icc code 404594 and manufacturing order (B)(4). The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction. On 01/dec/2021 a complaint search for lot 0l01985 and malfunction code was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. As per complaint manufacturing investigation procedure, it was not required to open a nonconformance report (ncr) for complaints which were not confirmed (either by photo, video or sample provided by the customer, or as a result of the batch record review) and no potential trend is identified. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction and serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she molded 1 out of 10 wafers and applied it to her stoma. The molded material melted and the mass rubbed against her stoma, which caused it to bleed. She described the amount as a "trickle". She held pressure to the area with her finger and the bleeding stopped. This occurred 1-2 week. She was recently hospitalized for an unrelated issue and saw the ostomy nurse and doctors during the visit. The ostomy nurse cauterized her stoma in a couple of places to stop the bleeding. Her hemoglobin was 7 (units unknown) and she received 3 blood transfusions, which elevated her hemoglobin to 10.3 (units unknown). The low hemoglobin was not related to the bleeding as she had an ultrasound and computed tomography scan that ruled out any issues with the stoma. The patient continued to use the product. No photo is available at this time.